Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a starclose se device with a 6f sheath after an endovascular stenting procedure. Reportedly, post procedure, a hematoma developed when the patient was in the recovery room and the patient's blood pressure also began to drop. Manual compression was applied to the hematoma. As the hematoma did not resolve, the patient was taken back to the procedure room. Imaging was taken which noted that there was bleeding internally at the access site causing the hematoma. The clip was possibly deployed in subcutaneous tissue as there was still bleeding inside the vessel. Access was made from the left common femoral artery and a viabahn stent was used and hemostasis was achieved. The patient was also given blood. The hematoma resolved and patients blood pressure returned to normal. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.